Event description:
It was reported that while implanting an iliac screw, the screwdriver to screw interface was loose and allowed toggle which snapped the tip of the screwdriver. No patient complications were reported.

Manufacturer narrative:
Additional information: the first 3mm of the inner shaft has broken off. The break is at a fairly steep angle and there is a crack that spirals out of the approximant propagation point of the fracture. The crack appears to indicate the failure occurred while being turned clockwise. The diameter of the shaft near the fracture point is within print spec and the hardness is hrc 48 which is consistent with the heat treat call out on the print. The failure appears to be the result of torsional overload.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacture for evaluation. We are unable to determine cause of the reported event.